Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Concomitant products: 375cc mentor memorygel breast implant (catalog #: 3543757, lot #: 230881) (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient underwent a revision surgery on (B)(6) 2019 and the rupture was confirmed upon explantation.

Manufacturer narrative:
On 01/22/2020, the investigation on the suspected medical device was completed. After a manufacturing record evaluation was completed, it was found that device manufacture date and expiration date are different from what was reported on the initial report. The relevant fields have been updated. Investigation summary : during visual evaluation of the sample, a leakage was noticed at the union between the shell and the patch. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).